Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer was treated with manual injection and insulin pump. The troubleshooting was performed. The customer stated that when taking a bolus her blood glucose come down but her blood glucose would rise overnight. The customer will call back if she has further issues.